Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. This product is not cleared for distribution in the united states; however, this report is being filed as zimmer biomet in (B)(4) has reporting responsibility for a similar product under 510k number k150850. Return expected, not yet received.

Event description:
It was reported that the package was not fully sealed. No patient injury or delay in a procedure was reported as a result of the event.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Corrective action has been initiated for the reported issue.